Manufacturer narrative:
Medical device brand name: bd vacutainer® sst¿ blood collection tubes. Medical device lot#: 2257762. Medical device expiration date: sept 30, 2023. Device manufacture date: sept 14, 2022. Medical device lot#: 2181459. Medical device expiration date: sept 30, 2023. Device manufacture date: sept 14, 2022. Initial reporter phone: (B)(6). Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retention samples for lot# 2181459 were subjected to a draw test for low or no draw. All tubes were within specification. Tubes ranged in draw from 3.2437 ml. 3.3949 ml with a specification range of 3.15 ml. 3.85 ml. The stated label draw of 3.5 ml draw. 20 retention samples for lot# 2257762 were subjected to a draw test for low or no draw. All tubes were within specification. Tubes ranged in draw from 3.3712 ml. 3.5281 ml with a specification range of 3.15 ml. 3.85 ml. The stated label draw of 3.5 ml draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during blood collection while using bd vacutainer® sst¿ blood collection tubes insufficient blood volume was collected and insufficient negative pressure was found with 6 tubes. No patient impact was reported. The following information was provided by the initial reporter: phase: during blood collection. Defect: insufficient blood collection volume and insufficient negative pressure were found. Quantity: 6 pieces. Effects: no effect on patients and users.